Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. On (B)(6) 2025, the patient, who was 10 weeks pregnant at the time, reported experiencing high glucose readings early in the afternoon and self-administered insulin via her tandem insulin pump. Later, the cgm displayed a reading in the 80s mg/dl, prompting the patient to consider eating a snack. No bg meter comparison was taken at that time. Approximately 20 minutes later, the patient experienced a seizure. During that period, she was texting unintelligibly to her husband, who noticed her confusion and difficulty responding via their ring camera. He contacted the emergency medical service (ems). The patient stated that the lowest cgm reading observed was 65 mg/dl. Upon ems arrival, her bg meter reading was too low to register. She was treated with two tubes of glucose gel, which raised her bg to 20 mg/dl. Ems cleared the patient on-site, and she was not transported to the emergency room (ER). The patient contacted her obstetrician-gynecologist ob/gyn and was advised to follow up at the ob ER for evaluation. She attended an ob consultation the following day. No further details were provided, other than confirmation that her tandem insulin pump was functioning correctly. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code problem code: e0131 speech disorder/ code not available. H6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.